Event description:
A customer reported an intraocular lens (iol) was exchanged in a secondary procedure due to 'mechanical complications'. Additional information was requested.

Manufacturer narrative:
Additional information provided: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Information in the file indicated that the root cause of the event was due to a calculation error. The customer provided the serial number for the initial lens and the serial number for the replacement lens. There was a difference of 3.00 diopters in power for the exchanged lens, which reasonably suggests that the event was related to a calculation error rather than a device malfunction. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).